Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spi nal pain. It was reported that the patient could feel a ¿second lump¿ in their back above the lump that was the ins. The patient reported that when they touch the lump, it ¿feels like a pin prick.¿ the patient noted that the area is ¿a little touchy¿ and they didn¿t know if something had come loose, wire-wise. The patient reported that they had rolled over backwards two weeks prior and had mowed the lawn on a riding lawnmower two days prior and that these events may have contributed to the issue. The patient also reported hip pain and pain and numbness down the legs. The patient reported that they had not been programmed for walking or movements. The patient noted that they only turn the stimulation on when they are doing a lot of walking. The patient stated that they stimulation didn¿t seem to be working for walking and hip pain. The patient planned on having an x-ray to check the device. No further complications are anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.